Event description:
The manufacturer received information alleging that patient is noticing a burning smell coming from the machine, through the face mask; the patient has also been waking up with a cough and coughing up mucus from using the unit still; the patient says that there is a weird feeling in their lungs as well, related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged that patient is noticing a burning smell coming from the machine, through the face mask; the patient has also been waking up with a cough and coughing up mucus from using the unit still; the patient says that there is a weird feeling in their lungs as well, related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, found an unknown dust contaminant on the top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, and blower seal. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed.